Event description:
The pt reportedly experienced loss of lock between her implant and external equipment. External equipment was exchanged. However, the issue was not resolved. Surgery to explant the pt's device has been scheduled.